Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using an indigo system catd aspiration catheter (catd). During the procedure, the physician felt resistance while advancing the catd through the patient¿s anatomy and, consequently, the catd became kinked. It was reported that the physician was using an indigo system separator d (sepd) as a guidewire. The physician, therefore, removed the catd, and the procedure was completed using a new catd. There was no report of an adverse effect to the patient.